Event description:
An optometrist reported a case of superior epithelial defect, observed a pt's left eye at six days post photo refractive keratectomy (prk) treatment. Pt noted pain on day of post op visit. Upon f/u, reporter indicated the pt issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).